Event description:
Home patient (hp) experienced peritonitis requiring hospitalization. Approximately 2 days prior to the event, the hp noted air bubbles in the drain bag while draining effluent. At the time this occurred, the hp reported that the unused supply line was clamped. Follow up with the hp's nurse revealed that the hp was diagnosed with peritonitis. The hp presented at the emergency room with abdominal pain and cloudy effluent and was admitted to the hospital for 2 days. The patient was treated with intraperitoneal vancomycin 1 gm weekly for 3 weeks. Per rn, the hp has recovered. The rn felt the peritonitis was related to a poor luer connection, causing the hp to hold together the luer connection of their transfer set and the patient connector of the disconnect y-set.